Event description:
A complainant reported that a patient was implanted with an impella cp for circulatory support. There was a loss of placement signal during the procedure; however, it was reported that the physician was not concerned with loss of placement signal and felt that the flows were adequate to complete the procedure. The patient was successfully weaned and the device explanted.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The failure mode was changed from "placement signal issue", which only applies to failures of the dp sensor, to "optical signal issue" as the impella cp pump only has an optical sensor and not a dp sensor. No product was returned for evaluation. Data logs were reviewed and lt log at time of issue shows a ¿placement signal not reliable¿ alarm with a sudden increase in ps to 3000 and remains high for remainder of case. The root cause of the optical signal issue was most likely due to a damaged sensor face due to shockwave interaction. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.